Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one 2.75mm onyx frontier coronary drug eluting stent appeared more like a 3.25mm stent after deployment. The stent was placed in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x12mm euphora balloon. The 2.75mm onyx frontier stent was deployed at nominal pressure of 12 atm. The stent appeared to be larger than the described 2.75mm on the packaging. An additional 2.0x26mm onyx frontier stent was placed distally to the mid lad, and a 2.5x18mm onyx frontier stent was placed proximal to the mid lad 2.75mm onyx frontier coronary drug eluting stent. The lesion was post dilated with a 2.75x12mm nc euphora balloon. The stents are open, and the patient is doing fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: video images provided showing vessel treatment. Unfortunately it was not possible to measure the deployed stent od as the video contained no measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.